Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00260 and 3006705815-2024-00432.it was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. It was also reported that the patient was experiencing ineffective stimulation. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.